Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscense, drainage.

Event description:
Healthcare professional reported right side "no complaint". Healthcare professional later reported "implant was exposed via a surgical wound dehiscense" and "drainage". The device has been explanted.

Manufacturer narrative:
The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare reported "implant was exposed via a surgical wound dehiscence" and "drainage". Later healthcare professional reported "deep abscess incision", "necrotical surgical wound dehiscence debridement and closure", "there was fluid" and "disfigure the breast shape". Later healthcare professional reported "focal granulation tissue" and presence of staphylococcus. This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported right side "implant was exposed via a surgical wound dehiscence" and "drainage". Later healthcare professional reported "deep abscess incision", "necrotic surgical wound dehiscence debridement and closure", "there was fluid" and "disfigure the breast shape". The device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.4, h.6.